Event description:
Reportedly, around ten days after the surgery, a bulla was noted at the surgical site, possibly attributed to the sleeve handle rubbing against the incision site while moving the laparoscopic camera. Procedure: gynecological. Patient status: no pt injury reported.